Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician observed complete foam particles within the blower. Device had dust contamination. In addition, the device displayed error code/displayed e005 (err_data), e007 (err_software), e011, e024 (err_motor_speed_reverse), e053 (err_comp_log_sem_timeout), and e055 (err_therapy_queue_full) as seen in the device log. In the evaluation notes it states pr system one service manual and prs one 60 srs service manual. The device was scrapped by the service center after the evaluation was completed.